Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited noise on the right atrial (ra) lead channel. There was oversensing of this noise which resulted in a false stored atrial tachy response (atr) episode. It was noted that this will be further monitored. No adverse patient effects were reported. Currently, this ICD system remains in service.